Event description:
A trial case report form outside the us was reviewed by quality assurance which indicated that the pt's first procedure occurred in 2003. The pt returned to the hospital 5 months later suffering from a recurrence of angina, angiography was performed and restenosis was noted in target lesions 1 and 2, which were successfully treated with angioplasty. It was reported that direct stenting had been performed.